Event description:
A facility representative reported suction break at twenty percent into treatment with a patient interface. Secondary patient interface was used and suction reacquired. Flap completed without complication.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed. Energy check was not performed as recommended every two hours. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. Logfiles shows the following message during canal cut, information was displayed as vacuum pumps stopped by foot pedal - treatment is aborted, this indicates that the user has interrupted the treatment by pressing the foot pedal. The user restarted the treatment with a new patient interface and finished the treatment without any issue. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).